Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample was received by investigation site. The received hand piece was connected to the console and all function were proven. No abnormality could be determined. An advanced tip instrument was fixed on the pneumatic handpiece. The fixation ring was strong to move initially but could be open without a tool. After the initial movement the ring worked well on the thread. No abnormality could be determined. Therefore, the complaint of the customer cannot not be confirmed for the hand piece. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis.¬ the manufacturer internal reference number is: 2021-67267

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that prior to performing a combination cataract and vitrectomy surgery, the pneumatic handpiece connector was bad preventing the ophthalmic forceps from successfully attaching to the handpiece. An alternate pneumatic handpiece was obtained so that the scheduled surgery could be completed. There was no patient involvement or patient harm associated with this reported event. Additional information has been requested.